Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep reoriented the device and the issue is not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was setting up adaptive stimulation for the patient and when the patient was adjusting settings it seems to change at random. It was reviewed that stability time, if not changed, is 1 minute, thus if the patient adjusts a setting and moves to a new position before the setting is set, then the setting will be set at the next position. The rep told the patient 30 seconds for stability time. It was reported that the patient went to bed with the ins at 60%. When they woke up, they noted that ins was off but complained that the stimulation was set to 5 ma. The patient also noted that the controller showed that the patient was laying when they were actually standing, even after pressing 'check position'. It was reported that the patient was not getting any perceivable stimulation with hd or ld settings. It was noted that the rep was using a simple bipole and there were no significant impedances. It was also reported that the patient charges three times a day due to high settings. No further complications are anticipated.